Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The positioning sensor unit (psu) and the polaris spectra system control unit (scu) were replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. The psu was returned for analysis. Functional testing found that the component was functioning as designed. The scu was returned for analysis. Functional testing found that the scu was damaged causing the reported issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used prior to a procedure. It was reported that the spine navigation could not establish communication with the camera. The procedure was performed by using brain surgical navigation instead. The procedure was completed successfully without any issues.